Manufacturer narrative:
Continuation of d10: product ID b35200 lot# serial# (B)(6). Implanted: (B)(6) 2025. Product type implantable neurosti mulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. Patient (pt) reported that healthcare provider switched the patients to group b and that out of range message has resolved by switching groups. Patient reported that group a stopped working and that is why they were seeing the "out of range message".

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said, today they were going to give themselves a little tweak and got a message: out of range, contact your clinician, the neurostimulators is providing less than the requested therapy, service code 1098. Patient said they called the doctor's office and the doctor was not there, they were told to call the manufacturing representative (rep), rep told them to call patient services. Worked with patient to synch with their equipment, tap ok, patient was successful to decrease to 1.9 and confirmed they did not have an upper limit reached message. Pt said they did not have any other groups. Reviewed the meaning of the message and redirected to their doctor to further address the issue. The patient mentioned other medical history. This included pt said prior to the 7th, they had been without that side (the right side) for 1.5 years because of other health issues and they just got the stimulator 2-3 weeks ago, not very long ago, since then they felt they were still shaken a little bit so they tried to increase it and it did not work. During the call pt checked their left side and said it showed upper limit reached. Redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.